Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with cefazolin injection (500 mg, ongoing, route and frequency were not reported) and ceftazidime injection (500 mg, ongoing, route and frequency were not reported) for peritonitis. Seven days after the event onset, pd therapy was discontinued. Eight days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
Additional information in b5: upon follow up, it was reported that the antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.